Manufacturer narrative:
H.6. Investigation: bd received 7 samples, and 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter, dirty stopper and damaged / deformed stopper with the incident lot was observed. Embedded foreign matter ¿ tube - bd integrated diagnostics systems (ids)- bdj received actual customer samples and photos from the customer facility for evaluation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Defective stopper molding - bd integrated diagnostics systems (ids) ¿ bdj received actual customer samples and photos from the customer facility for investigation. Based on the visual inspection of the photos, bd ids observed defective stopper. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Fm-unknown - bd integrated diagnostics systems (ids)- bdj had received actual customer samples and photos from the customer facility for evaluation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd has initiated further root cause investigation relating to the issue of dirty stopper and damaged / deformed stopper through a corrective and preventive action (CAPA#796739).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringeforeign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: "issues were found in tubes (367923) from lot 9344993: dirty stopper ×18. Damaged tube ×1. Spot in tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringeforeign matter in tube; biological and non-biological and tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter: "issues were found in tubes (367923) from lot 9344993: dirty stopper ×18, damaged tube ×1, spot in tube ×1.